Manufacturer narrative:
As reported, it is alleged that one of the buttons was continually falling off from the hydro-surg plus w/ smokevac trumpet valve & tip irrigator; there was no reported patient injury. The subject device is not available to be returned for evaluation. Based on the available information and not having the sample returned for evaluation, we are unable to determine a definitive root cause for the reported event. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that, on (B)(6) 2020, during an unspecified procedure, one of the buttons (white threaded knob) was continually falling off from the hydro-surg plus w/ smokevac trumpet valve & tip irrigator causing concerns of patient safety. The button was found on the floor and as reported, there was no patient injury.